Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user already had a previous incision and drainage procedure on (B)(6) 2025 with 6 weeks of antibiotics and no change in swelling/infection.

Event description:
The user already had a previous incision and drainage procedure on (B)(6) 2025 with six weeks of antibiotics and no change in swelling/infection. Reportedly, skin over the device was not intact since this first revision. As the infection was not cleared another procedure was scheduled, however, it was decided it is best to explant the device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and drainage at the implant side. An incision and drainage procedure and antibiotic treatment was performed, however the infection was not resolved. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.